Event description:
(B)(6) alleges she turned the m91 power chair towards the window of the store and she states that she tried to stop and the chair flung her into the window and she hit her head on the window and has a knot on her forehead. No medical intervention was received.